Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopic transcervical resection of the endometrium (tcre) procedure, the patient went into asystole, requiring brief CPR and post-op transfer to joondalup for observation and follow-up. However, the intended procedure was successfully completed with a similar device. According to the information provided by the user facility, there were three cases over the last five weeks where the procedure was surgically uncomplicated and straightforward, but has resulted in anesthetic complication of low co2, hemodynamic instability similar to a picture of pulmonary embolus. Four weeks ago two cases were transient, making a quick intra-op recovery without any post-op complications.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available documentation, the physician in charge had not reported a malfunction or any kind of damage related to the hf unit ¿esg-400¿, the hf cable or the hf-resection electrode. Therefore, it must consequently be assumed that all olympus medical devices used were in standard when the procedure was performed. However, the hemodynamic instability reported by the physician is a known characteristic of the tur syndrome, which is one of the most common complications related to gynecological procedures of this kind. For above reasons, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial and/or lot numbers of all olympus medical devices without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.